Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported hospitalization due to high blood glucose. The blood glucose reading is 576 mg/dl. Customer was nauseated, vomiting, frequent urination and low electrolytes. Customer stated that the insulin pump was not working correctly for two days. Customer had removed the insulin pump for nine hours. Diagnosed diabetic ketoacidosis. Nothing further reported.